Event description:
Abbott diabetes care received a medwatch report in which a customer reported an insertion issue with the adc device. The report contained the following information: "when [they] went to apply the [adc device], the needle was as hard as a steel rod and I did not insert it in my arm." The customer received two replacement sensors but indicated experiencing the same issue. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
At this time valid serial numbers have not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. This is an initial final report. This complaint was received via user report and has been reported to FDA. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 3 sensors, all with unknown serial numbers. This report covers all 3 sensors. All pertinent information available to abbott diabetes care has been submitted.